Event description:
It was reported that simultaneous flow occurred with a primary and secondary medication set on a spectrum pump. The customer stated that two baxter hangers were used to lower the primary bag below the secondary bag. It was also reported that the customer does not know if the primary set was turned over and the back check valve tapped during priming per instructions on packaging of the IV tubing, or if the roller clamp was used on either the primary or secondary tubing during the event. The customer stated that the secondary tubing was connected to the primary tubing at the y-site above the pump. It was reported the primary infusion was 0.9% normal saline, volume 500ml and the secondary infusion was a b. Braun premix bag of ceftriaxone and dextrose, volume 50ml. It was also reported that there was no pt injury. The customer tested the pump per the sigma spectrum preventive maintenance procedures and the device performed as expected.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. Known conditions resulting in flow from the primary container during a secondary infusion segment include an inadequate height differential between the primary and the secondary IV containers, or a high flow rate (typically above 300 ml/hr). The spectrum operators manual recommends the primary IV container be placed 20 inches below the secondary IV container to provide a gravity advantage that allows flow from the secondary IV container only, and warns the user of the possibility of primary IV container siphoning with flow rates above 300 ml/hr.